Event description:
It was reported through the litigation process that an implantable port was implanted successfully. The device was removed. The patient was diagnosed with line sepsis and initial encounter of cellulitis of chest wall; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, however, a medical record review was performed. The investigation is confirmed for the reported cellulitis and sepsis issue. According to the medical record, five days post port placement, the patient was diagnosed with line sepsis and initial encounter of cellulitis of chest wall. On the same day, an attempt was made to retrieve the right chest port from the patient¿s body. The catheter was isolated and removed from the vein. Also, the port was freed from the surrounding soft tissues with blunt dissection and removed. The wound was covered with a sterile dressing. Further, there was no evidence to confirm that the reported issue was happened due to the port placement. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 10/2020),g3,h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2020). Device not returned.

Event description:
It was reported through the litigation process that an implantable port was implanted successfully. The device was removed. The patient was diagnosed with line sepsis and initial encounter of cellulitis of chest wall; however, the current status of the patient is unknown.